Event description:
The pt reported elevated blood glucose levels occurring throughout the day that remained elevated even with boluses of insulin. Her blood glucose reading right after lunch was 400 mg/dl. She stated she bolused around 5.0 units of insulin. At 4 pm. Her blood glucose reading was 297 mg/dl. The pt changed her infusion set and inserted a new insulin cartridge. She also bolused 3 units of insulin that brought her blood glucose reading down to 150 mg/dl. She stated she did not eat dinner or any snacks and at 6pm her blood glucose reading was 400 mg/dl. She again changed her infusion set and bolused 6 units of insulin. She tested her blood glucose before calling at 8:43 pm and her reading was 519 mg/dl. Her symptoms included headache and not feeling well. The pt reported she broke her foot about 3 weeks ago and her blood glucose levels have been normal since that time until today. Troubleshooting did not find any issues with the product. In follow up on th following day, she reported that, based on actions taken on the previous evening, her blood glucose decreased overnight and her blood glucose readings were "good." The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for evaluation.

Manufacturer narrative:
No prod will be returned for eval.